Manufacturer narrative:
Product analysis:visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted cw, consistent with torsional overload. Inspection of the material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: backed out cage and screw loosening procedure: interbody fusion/revision surgery was performed to reinstall cage after removal. Levels implanted: l4/5 it was reported that intra-op, the obturator broke due to too much torque. When the surgeon was performing a revision surgery to address a backed out cage and screw loosening problem, he tried to remove the set screw using a counter. During removal of the set screw, the tip of the obturator broke. There was a delay of less than 60 minutes as a result of this event. No patient complications were reported as a result of the event.